Manufacturer narrative:
Investigation no sample returned review DHR. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/20/2020 under wo#'s va2011 & va2014 and shipped on 11/20/2020. Manufacturing record review: DHR's va2011 & va2014 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was repaired under a previous unrelated recall in january 2022, ref RMA #324183. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: the root cause for this complaint condition is not definitively determined. However, based on the information on this complaint, handling is considered a contributing factor. Pulling a connection off the front panel without securing the generator's position can cause the generator to move forward. This can produce a loose connection in the back where the unit connects to the integration unit. Correction and/or corrective action the finding on this complaint was relayed to the r&d engineering group. Project number 1342 can be referenced on the final outcome. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Generator moves forward out of cart receptacle, causing rear power connection to disconnect intermittently. Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
As per details reported on e-complaint-(B)(4). "Generator moves forward out of cart receptacle, causing rear power connection to disconnect intermittently. "